Manufacturer narrative:
H10: of the two malfunctions, one lot number was provided, and a lot history review was performed. Of the two reported malfunctions, one device was returned for evaluation; however, the investigation is inconclusive for a fluid leak. The other investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device.a root cause has not been determined. The devices were labeled for single use h10: g1; g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 1808000 implantable port experienced a fluid leak. These reports were received from various sources. Both events involved a patient with no patient consequences. Patient age, weight, and gender were not provided for either patient.

Manufacturer narrative:
H10: a lot history review, a device history records review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The first sample returned was one MRI powerport, one cath-lock, and one catheter. Visual, tactual, and functional evaluations were performed. The investigation is inconclusive for the reported port leak. The evaluation of the device found the system was patent to infusion, aspiration, and infusion against resistance and no leaks were observed. However, certain clinical conditions not testable in the laboratory setting may have contributed to the reported leak. The investigation of this complaint is inconclusive, and therefore the definitive root cause could not be determined based upon available information. As a leak near the venous entry site was reported but no leaks in the device were found, a possible cause is flow redirection due to fibrin sheath formation. The second sample was returned for evaluation. The company is still investigating the issue currently. The device is labeled for single use. H10: g4 h11: h6 (method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 1808000 implantable port experienced a fluid leak. These reports were received from various sources. Both events involved a patient with no patient consequences. Patient age, weight, and gender were not provided for either patient.

Manufacturer narrative:
For one of the two reported events, the device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 1808000 implantable port experienced a fluid leak. These reports were received from various sources. Both events involved a patient with no patient consequences. Patient age, weight, and gender were not provided for either patient.